Manufacturer narrative:
(B)(4). The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 316.3 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and appeared to be degraded. Examination under magnification confirmed the exposed glass tip has normal degradation. The fiber was able to connect to the laser console and the "attach fiber" message cleared, indicating the console identified the fiber. No light from the sma connector was observed, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, which indicates a fiber fracture within the connector, and could cause the reported condition of the fiber's loss of functionality. Additionally, the exposed glass tip was observed to have signs of normal degradation. It is likely that procedural handling of the device during set up or use contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 12, 2020 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit was a holmium laser console. According to the complainant, during the procedure, the laser fiber suddenly stopped firing after increasing the power. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.